Event description:
It was reported that during a laparoscopic nephrectomy procedure, the white tip of the device curved up and appeared to overheat. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.